Event description:
It was reported that the liner did not fit into this cup. The cup was removed and replaced. The liner attempted for use fit with the cup used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.